Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, the patient made a mistake and broke aseptic technique by not wearing a mask or cleaning the area prior to starting pd. A few days later, the patient had a gastrointestinal infection, a urinary tract infection (uti) and experienced peritonitis. The patient was hospitalized for the peritonitis. The cause of peritonitis was reported to be a break in aseptic technique, gastrointestinal infection and the uti. On an unreported date, the patient was treated with injection vancomycin 1 gram stat to be repeated after 5th day (route not reported) and injection amikacin 250mg stat and 125mg once in a day (route not reported) for peritonitis. Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.